Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer replaced the na electrode. The customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for sodium (na) on a cobas c 303 analytical unit. Patient 1 initial result was 142.7 mmol/l. An additional result of 145.0 mmol/l was provided. The repeat result was 152.4 mmol/l. Patient 2 initial result was 145.7 mmol/l. Additional results of 147.2 mmol/l and 148.9 mmol/l were provided. The repeat result was 156.9 mmol/l. Patient 3 initial result was 141.6 mmol/l. Additional results of 142.8 mmol/l and 152.2 mmol/l were provided. The repeat result was 153.7 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.